Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury.there was no medical intervention required by the patient.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 12/28/2022 that patient confirmed there was no visualization of particles related to a CPAP device.in box b, box g and box h sections was updated/corrected and also appropriate health effect ¿ clinical code has been added.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation secondary findings was observed. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box e: reporter email was updated. Box h6 has been updated.